Event description:
It was reported that the patient was taken to surgery for a pump replacement for prophylactic removal of the pump to avoid in-vivo battery depletion. At the time of surgery, a substance between the pump connector and the pump was noted. A tear was also noted on the pump connector. The pump contained dilaudid 6 mg/ml; bupivicaine .5 mg/ml; baclofen 80 mcg/ml and clonidine 100 mcg/ml. No patient injury was reported. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.